Event description:
It was reported that the bearings are bad, they are not locking. This happened during procedure and a backup was available. No patient injuries were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no deficiencies were observed. A functional evaluation was performed and the unit passed the 30 pound weight test. The unit also passed a weight test of 50 pounds. The unit¿s limbs were configured in different combinations to try and get a weight test failure. The unit performed as designed. However, upon further evaluation, it was noted that the dumbbell joint was very stiff and hard to manipulate. The complaint of ¿not locking¿ was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.